Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The device was found to have a damaged set screw on the coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, when the physician squeezed the trigger on the first device, nothing happened. The physician could hear the motor drive but the handpiece would not work. A second device was used and the physician got the same results. The procedure was converted to a total laparoscopic hysterectomy through the vagina with removal of the cervix. Patient & apos;s current status was reported as being ok.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.